Event description:
It was reported that a malfunction occurred during an infusion set and cartridge change, displaying malf 24 which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided instructions on putting the pump into storage mode and organized the delivery of a replacement pump, advising the customer on returning the faulty pump with a pre-paid label. The customer understood and acknowledged all instructions and opted for a signature upon delivery.